Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an overinfusion occurred while using a clearlink continu-flo solution set. The reporter stated that ¿when the set was used with the associated roller clamp, the flow was too high and the patient received too much fluid.¿ there was "plain IV fluid" being administered. There was no patient injury or medical intervention associated with this event. No additional information was available.